Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation from the essure device"), device dislocation ("malposition of essure"), abdominal abscess ("multiple abscesses in her abdomen"), ovarian abscess ("multiple abscesses in right ovary") and fallopian tube abscess ("multiple abscesses in fallopian tube") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6)), heavy periods, chickenpox, measles, endometrial polyp and vaginal delivery. Previously administered products included for birth control: trinessa from 2005 to (B)(6) 2010; for an unreported indication: norethindrone from (B)(6) 2010 to 2011. Concurrent conditions included obesity, menometrorrhagia, hernia pain, hernia repair since 2012, smoker, caffeine, alcohol use, endometrial ablation since november 2010 and thermal ablation. Family history included lung cancer (father), non-insulin-dependent diabetes mellitus (mother) and pneumonia viral. Concomitant products included ibuprofen since (B)(6) 2011 and vicodin (hydrocodone w/acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal abscess (seriousness criteria medically significant and intervention required) with pelvic pain, leukocytosis and abdominal pain lower and uterine leiomyoma ("large fibroid along the anterior aspect of the uterine body, fibroid"). On (B)(6) 2011, 6 months 21 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian abscess (seriousness criteria medically significant and intervention required) and fallopian tube abscess (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, surgery (on (B)(6) 2011, plaintiff underwent exploratory laparotomy with excision of fallopian tube.), surgery (salpingectomy (one side removal of fallopian tube), surgery (exploratory laparotomy), oophorectomy), surgery (exploratory laparotomy with drainage of multiple intra-abdominal abscesses), surgery (oophorectomy) and surgery. Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device dislocation, ovarian abscess, fallopian tube abscess and uterine leiomyoma outcome was unknown and the abdominal abscess had resolved. The reporter considered abdominal abscess, device dislocation, fallopian tube abscess, fallopian tube perforation, ovarian abscess and uterine leiomyoma to be related to essure. The reporter commented: plaintiff underwent exploratory laparotomy with excision of right ovarian abcess and fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan - on (B)(6) 2011: large fibroid in anterior uterine wall. Concerning the injuries in the case, the following ones were described in patient's medical records: confirming abdominal pain lower, leukocytosis, uterine leiomyoma, abdominal abscess. Most recent follow-up information incorporated above includes: on 01-feb-2018: pfs and medical records received: new reporters, patient demographic information, historical conditions, concomitant conditions, product indication updated, treatment drugs, concomitant drugs, new events leukocytosis, device dislocation, abdominal pain lower added. Event perforation amended to fallopian tube perforation added. Outcome for the event leukocytosis, abdominal pain lower and abdominal abscess added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation from the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 6 months 21 days after insertion of essure, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal abscess ("multiple abscesses in her abdomen"), ovarian abscess ("multiple abscesses in right ovary"), fallopian tube abscess ("multiple abscesses in fallopian tube") and uterine leiomyoma ("large fibroid along the anterior aspect of the uterine body"). The patient was treated with surgery (on (B)(6) 2011, plaintiff underwent exploratory laparotomy with excision of fallopian tube.). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, abdominal abscess, ovarian abscess, fallopian tube abscess and uterine leiomyoma outcome was unknown. The reporter considered abdominal abscess, fallopian tube abscess, ovarian abscess, perforation and uterine leiomyoma to be related to essure. The reporter commented: plaintiff underwent exploratory laparotomy with excision of right ovarian abcess and fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.